Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/device migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, migraine and uterine perforation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/device migration"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 42-year-old female patient who had essure (batch no. B76525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had a novasure ablation and essure done" on 16-apr-2014 and device monitoring procedure not performed "doctor could not complete the confirmation test due to patients excruciating pain". The patient's past medical history included knee pain, shoulder pain, mastectomy in 2010, breast cancer, breast reconstruction in 2011, menorrhagia, dysmenorrhea, goiter, breast disorder, rheumatoid arthritis, hypertension, cervical dysplasia and cervical intraepithelial neoplasia I. She had no history of suffering from migraines prior to undergoing the implantation of essure. Previously administered products included for menorrhagia: mirena from 2009 to 16-apr-2014; for an unreported indication: cortisone. Concurrent conditions included fibroids, endometriosis, menometrorrhagia, hematometra and ovarian mass. Concomitant products included omeprazole from 2015 to 2017 for acid reflux (oesophageal), leflunomide from 2016 to 2017, meloxicam from 2011 to 2016 and methotrexate from 2011 to 2016 for arthritis, amlodipine and lisinopril from 2010 to 2017 for blood pressure abnormal, duloxetine from 2013 to 2017 for general body pain, biotin from 2012 to 2017 for hair loss, folic acid for immunodeficiency, metronidazole from 2013 to 2014 for infection, cyclobenzaprine for muscle spasm, lorazepam for night sweats as well as fludroxycortide (cordran) from 2012 to 2015, hydrocodone bitartrate (hydrocodin), nicotinamide (vitamin b3) from 2011 to 2017, oxycodone and pyridoxine hydrochloride (vitamin b6) from 2010 to 2017. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and migraine ("migraines"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced procedural pain ("excruciating pain during confirmation test"), dysstasia ("hurt to stand/ couldn¿t stand"), abdominal pain lower ("excruciating pain in her lower abdomen") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with analgesics, hydrocodone and surgery (robotic hysterectomy to remove the essure device, bilateral salpingectomy, cystoscopy). Essure was removed in october 2014. On (B)(6) 2014, the genital haemorrhage had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the uterine perforation, migraine, procedural pain and dysstasia was resolving and the uterine haemorrhage, abdominal pain lower and hypersensitivity outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, back pain, dysstasia, genital haemorrhage, hypersensitivity, migraine, procedural pain and uterine perforation to be related to essure. The reporter commented: she did not claim nickel allergy. She did not essure caused or aggravated any psychiatric and/or psychological conditions. Following essure placement procedure, she used condoms on (B)(6) 2014 and (B)(6) 2014. Plaintiff stated that the hysterosalpingogram (hsg) test was attempted, but never completed. On 30-jul-2014, the plaintiff's doctor could not complete the confirmation test due to plaintiff's excruciating pain. Diagnostic results: patient had hysterosalpingogram (hsg) test on an unspecified date, result unspecified. She had a normal pap with positive hr hpv in nov-2012, colpo on 07-dec-2012 was negative as was ecc. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and medical device monitoring error. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received. Reporter added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/device migration"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had a novasure ablation and essure done" on (B)(6) 2014 and device monitoring procedure not performed "doctor could not complete the confirmation test due to patients excruciating pain". The patient's past medical history included knee pain, shoulder pain, mastectomy in 2010, breast cancer, breast reconstruction in 2011, menorrhagia, dysmenorrhea, goiter, breast disorder, rheumatoid arthritis, hypertension, cervical dysplasia and cervical intraepithelial neoplasia I. She had no history of suffering from migraines prior to undergoing the implantation of essure. Previously administered products included for menorrhagia: mirena from 2009 to (B)(6) 2014; for an unreported indication: cortisone. Concurrent conditions included fibroids, endometriosis, menometrorrhagia, hematometra and ovarian mass. Concomitant products included omeprazole from 2015 to 2017 for acid reflux (oesophageal), leflunomide from 2016 to 2017, meloxicam from 2011 to 2016 and methotrexate from 2011 to 2016 for arthritis, amlodipine and lisinopril from 2010 to 2017 for blood pressure abnormal, duloxetine from 2013 to 2017 for general body pain, biotin from 2012 to 2017 for hair loss, folic acid for immunodeficiency, metronidazole from 2013 to 2014 for infection, cyclobenzaprine for muscle spasm, lorazepam for night sweats as well as fludroxycortide (cordran) from 2012 to 2015, hydrocodone bitartrate (hydrocodin), nicotinamide (vitamin b3) from 2011 to 2017, oxycodone and pyridoxine hydrochloride (vitamin b6) from 2010 to 2017. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and migraine ("migraines"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced procedural pain ("excruciating pain during confirmation test"), dysstasia ("hurt to stand/ couldn¿t stand"), abdominal pain lower ("excruciating pain in her lower abdomen") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with analgesics, hydrocodone and surgery (robotic hysterectomy to remove the essure device, bilateral salpingectomy, cystoscopy). Essure was removed in (B)(6) 2014. On (B)(6) 2014, the genital haemorrhage had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the uterine perforation, migraine, procedural pain and dysstasia was resolving and the uterine haemorrhage, abdominal pain lower and hypersensitivity outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, back pain, dysstasia, genital haemorrhage, hypersensitivity, migraine, procedural pain and uterine perforation to be related to essure. The reporter commented: she did not claim nickel allergy. She did not essure caused or aggravated any psychiatric and/or psychological conditions. Following essure placement procedure, she used condoms on (B)(6) 2014. Plaintiff stated that the hysterosalpingogram (hsg) test was attempted, but never completed. On (B)(6) 2014, the plaintiff's doctor could not complete the confirmation test due to plaintiff's excruciating pain. Diagnostic results: patient had hysterosalpingogram (hsg) test on an unspecified date, result unspecified. She had a normal pap with (B)(6) in (B)(6) 2012, colpo on (B)(6) 2012 was (B)(6) as was ecc. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and medical device monitoring error. Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history updated. Events excruciating pain in her pelvic region, awful abdominal pain/ abdominal pain were clubbed with previously reported events. Event excruciating pain in her lower abdomen, hypersensitivity, uterine haemorrhage and medical device monitoring error were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/device migration"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 42-year-old female patient who had essure (batch no. B76525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had a novasure ablation and essure done" on 16-apr-2014 and device monitoring procedure not performed "doctor could not complete the confirmation test due to patients excruciating pain". The patient's past medical history included knee pain, shoulder pain, mastectomy in 2010, breast cancer, breast reconstruction in 2011, menorrhagia, dysmenorrhea, goiter, breast disorder, rheumatoid arthritis, hypertension, cervical dysplasia and cervical intraepithelial neoplasia I. She had no history of suffering from migraines prior to undergoing the implantation of essure. Previously administered products included for menorrhagia: mirena from 2009 to 16-apr-2014; for an unreported indication: mirena iud from 2009 to 16-apr-2014 and cortisone. Concurrent conditions included fibroids, endometriosis, menometrorrhagia, hematometra and ovarian mass. Concomitant products included omeprazole from 2015 to 2017 for acid reflux (oesophageal), leflunomide from 2016 to 2017, meloxicam from 2011 to 2016 and methotrexate from 2011 to 2016 for arthritis, amlodipine and lisinopril from 2010 to 2017 for blood pressure abnormal, duloxetine from 2013 to 2017 for general body pain, biotin from 2012 to 2017 for hair loss, folic acid for immunodeficiency, metronidazole from 2013 to 2014 for infection, cyclobenzaprine for muscle spasm, lorazepam for night sweats as well as fludroxycortide (cordran) from 2012 to 2015, hydrocodone bitartrate (hydrocodin), nicotinamide (vitamin b3) from 2011 to 2017, oxycodone and pyridoxine hydrochloride (vitamin b6) from 2010 to 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain excruciating pain in her pelvic region / awful abdominal pain/ abdominal pain"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ excruciating pain in her pelvic region / pelvic pain (sharp stabbing intense; hurt to stand/ couldn¿t stand)"). In (B)(6) 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced procedural pain ("excruciating pain during confirmation test"), dysstasia ("hurt to stand/ couldn¿t stand"), abdominal pain lower ("excruciating pain in her lower abdomen") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with analgesics, hydrocodone and surgery (robotic hysterectomy to remove the essure device, bilateral salpingectomy, cystoscopy). Essure was removed in (B)(6) 2014. On (B)(6) 2014, the genital haemorrhage had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the uterine perforation, migraine, procedural pain and dysstasia was resolving and the uterine haemorrhage, abdominal pain lower and hypersensitivity outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, dysstasia, genital haemorrhage, hypersensitivity, migraine, pelvic pain, procedural pain and uterine perforation to be related to essure. The reporter commented: she did not claim nickel allergy. She did not essure caused or aggravated any psychiatric and/or psychological conditions. Following essure placement procedure, she used condoms on (B)(6) 2014. Plaintiff stated that the hysterosalpingogram (hsg) test was attempted, but never completed. On (B)(6) 2014, the plaintiff's doctor could not complete the confirmation test due to plaintiff's excruciating pain. As per provided information she had undergo an essure confirmation test was no but the attempt was made, but it was not completed . Diagnostic results: patient had hysterosalpingogram (hsg) test on an unspecified date, result unspecified. She had a normal pap with positive hr hpv in (B)(6) 2012, colpo on (B)(6) 2012 was negative as was ecc. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ perforation/device migration') in a 42-year-old female patient who had essure (batch no. B76525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had a novasure ablation and essure done" on (B)(6) 2014 and device monitoring procedure not performed "doctor could not complete the confirmation test due to patients excruciating pain". The patient's medical history included breast reconstruction in 2011, mastectomy in 2010, knee pain, shoulder pain, breast cancer, menorrhagia, dysmenorrhea, goiter, breast disorder, rheumatoid arthritis, hypertension, cervical dysplasia, cervical intraepithelial neoplasia I, bacterial vaginosis and uterine bleeding. She had no history of suffering from migraines prior to undergoing the implantation of essure. Patient had hysterosalpingogram (hsg) test on an unspecified date, result unspecified. She had a normal pap with positive hr hpv in (B)(6) 2012, colpo on (B)(6) 2012 was negative as was ecc. Previously administered products included for menorrhagia: mirena from 2009 to (B)(6) 2014; for an unreported indication: mirena iud from 2009 to (B)(6) 2014 and cortisone. Concurrent conditions included fibroids, endometriosis, menometrorrhagia, hematometra and ovarian mass. Concomitant products included omeprazole from 2015 to 2017 for acid reflux (oesophageal), leflunomide from 2016 to 2017, meloxicam from 2011 to 2016 and methotrexate from 2011 to 2016 for arthritis, amlodipine and lisinopril from 2010 to 2017 for blood pressure abnormal, duloxetine from 2013 to 2017 for general body pain, biotin from 2012 to 2017 for hair loss, folic acid for immunodeficiency, metronidazole from 2013 to 2014 for infection, cyclobenzaprine for muscle spasm, lorazepam for night sweats as well as dihydrocodeine bitartrate (hydrocodin), fludroxycortide (cordran) from 2012 to 2015, nicotinamide (vitamin b3) from 2011 to 2017, oxycodone and pyridoxine hydrochloride (vitamin b6) from 2010 to 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("bleeding"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain excruciating pain in her pelvic region / awful abdominal pain/ abdominal pain"). In 2014, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ excruciating pain in her pelvic region / pelvic pain (sharp stabbing intense; hurt to stand/ couldn¿t stand)"). On an unknown date, the patient experienced procedural pain ("excruciating pain during confirmation test"), dysstasia ("hurt to stand/ couldn¿t stand"), abdominal pain lower ("excruciating pain in her lower abdomen"), hypersensitivity ("hypersensitivity reaction") and menstrual disorder ("unusual periods"). The patient was treated with analgesics, hydrocodone and surgery (robotic hysterectomy to remove the essure device, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the genital haemorrhage had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the uterine perforation, migraine, procedural pain and dysstasia was resolving and the uterine haemorrhage, abdominal pain lower, hypersensitivity and menstrual disorder outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, dysstasia, genital haemorrhage, hypersensitivity, menstrual disorder, migraine, pelvic pain, procedural pain and uterine perforation to be related to essure. The reporter commented: she did not claim nickel allergy. She did not essure caused or aggravated any psychiatric and/or psychological conditions. Following essure placement procedure, she used condoms on (B)(6) 2014. Plaintiff stated that the hysterosalpingogram (hsg) test was attempted, but never completed. On (B)(6) 2014, the plaintiff's doctor could not complete the confirmation test due to plaintiff's excruciating pain. As per provided information she had undergo an essure confirmation test was no but the attempt was made, but it was not completed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ perforation/device migration') in a 42-year-old female patient who had essure (batch no. B76525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had a novasure ablation and essure done" on (B)(6) 2014 and device monitoring procedure not performed "doctor could not complete the confirmation test due to patients excruciating pain". The patient's medical history included breast reconstruction in 2011, mastectomy in 2010, knee pain, shoulder pain, breast cancer, menorrhagia, dysmenorrhea, goiter, breast disorder, rheumatoid arthritis, hypertension, cervical dysplasia, cervical intraepithelial neoplasia I, bacterial vaginosis and uterine bleeding. She had no history of suffering from migraines prior to undergoing the implantation of essure. Patient had hysterosalpingogram (hsg) test on an unspecified date, result unspecified. She had a normal pap with positive hr (B)(6) in (B)(6) 2012, colpo on (B)(6) 2012 was negative as was ecc. Previously administered products included for menorrhagia: mirena from 2009 to (B)(6) 2014; for an unreported indication: mirena iud from 2009 to (B)(6) 2014 and cortisone. Concurrent conditions included fibroids, endometriosis, menometrorrhagia, hematometra and ovarian mass. Concomitant products included omeprazole from 2015 to 2017 for acid reflux (oesophageal), leflunomide from 2016 to 2017, meloxicam from 2011 to 2016 and methotrexate from 2011 to 2016 for arthritis, amlodipine and lisinopril from 2010 to 2017 for blood pressure abnormal, duloxetine from 2013 to 2017 for general body pain, biotin from 2012 to 2017 for hair loss, folic acid for immunodeficiency, metronidazole from 2013 to 2014 for infection, cyclobenzaprine for muscle spasm, lorazepam for night sweats as well as dihydrocodeine bitartrate (hydrocodin), fludroxycortide (cordran) from 2012 to 2015, nicotinamide (vitamin b3) from 2011 to 2017, oxycodone and pyridoxine hydrochloride (vitamin b6) from 2010 to 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("bleeding"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain excruciating pain in her pelvic region / awful abdominal pain/ abdominal pain"). In 2014, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ excruciating pain in her pelvic region / pelvic pain (sharpstabbing intense; hurt to stand/ couldn¿t stand)"). On an unknown date, the patient experienced procedural pain ("excruciating pain during confirmation test"), dysstasia ("hurt to stand/ couldn¿t stand"), abdominal pain lower ("excruciating pain in her lower abdomen"), hypersensitivity ("hypersensitivity reaction") and menstrual disorder ("unusal periods"). The patient was treated with analgesics, hydrocodone and surgery (robotic hysterectomy to remove the essure device, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the genital haemorrhage had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the uterine perforation, migraine, procedural pain and dysstasia was resolving and the uterine haemorrhage, abdominal pain lower, hypersensitivity and menstrual disorder outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, dysstasia, genital haemorrhage, hypersensitivity, menstrual disorder, migraine, pelvic pain, procedural pain and uterine perforation to be related to essure. The reporter commented: she did not claim nickel allergy. She did not essure caused or aggravated any psychiatric and/or psychological conditions. Following essure placement procedure, she used condoms on (B)(6) 2014 and (B)(6) 2014. Plaintiff stated that the hysterosalpingogram (hsg) test was attempted, but never completed. On (B)(6) 2014, the plaintiff's doctor could not complete the confirmation test due to plaintiff's excruciating pain. As per provided information she had undergo an essure confirmation test was no but the attempt was made, but it was not completed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received..reporters information added. Removal details updated .event:unusal periods were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/ device migration") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee pain, shoulder pain, mastectomy in 2010, breast cancer and breast reconstruction in 2011. She had no history of suffering from migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2014, cortisone and methotrexate. Concomitant products included omeprazole in 2015 for acid reflux (oesophageal), leflunomide in 2016 and meloxicam in 2011 for arthritis, amlodipine and lisinopril in 2010 for blood pressure abnormal, duloxetine in 2013 for general body pain, biotin in 2012 for hair loss, folic acid for immunodeficiency, metronidazole in 2013 for infection, cyclobenzaprine for muscle spasm, lorazepam for night sweats as well as fludroxycortide (cordran) in 2012, hydrocodone bitartrate (hydrocodin), nicotinamide (vitamin b3) in 2011, oxycodone and pyridoxine hydrochloride (vitamin b6) in 2010. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and migraine ("migraines"). On (B)(6) 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced procedural pain ("excruciating pain during confirmation test"), dysstasia ("hurt to stand/ couldn't stand") and investigation noncompliance ("doctor could not complete the confirmation test due to patients excruciating pain"). The patient was treated with analgesics, hydrocodone and surgery (hysterectomy to remove the essure device). Essure was removed in (B)(6) 2014. On (B)(6) 2014, the genital haemorrhage had resolved. On (B)(6) 2014, the back pain had resolved. At the time of the report, the uterine perforation, migraine, procedural pain and dysstasia was resolving and the investigation noncompliance outcome was unknown. The reporter considered back pain, dysstasia, genital haemorrhage, investigation noncompliance, migraine, procedural pain and uterine perforation to be related to essure. The reporter commented: she did not claim nickel allergy. She did not essure caused or aggravated any psychiatric and/ or psychological conditions. Following essure placement procedure, she used condoms on (B)(6) 2014. Most recent follow-up information incorporated above includes: on 08-jan-2018: pfs received: events added per pfs: excruciating pain during confirmation test, from (B)(6) 2014, she had pelvic pain/ experienced excruciating pain in her pelvic region / pelvic pain (sharp stabbing intense; hurt to stand/ couldn't stand), back pain (intense; hurt to stand/ couldn't stand), bleeding, event updated: abdominal pain/ experienced excruciating pain in her lower abdomen/ abdominal pain (sharp stabbing intense; hurt to stand). She received pain medications, hydrocodone. Medical history, historical medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.